Event description:
Echelon flex power stapler engaged and failed to release when physician stapling bowel post mass removal. Physician had to use the emergency release to remove the stapler from the patient's bowel. Stapler was removed from sterile field and placed in biohazard bag.